Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads, however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3183ans, UDI: (B)(4), serial: n/a, batch: 3057083. Common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: n/a, batch: 3244557. Common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: n/a, batch: 3244557. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, the patient was experiencing uncomfortable stimulation at the lead and anchor site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the full scs system was explanted to address the issue. It is undetermined which lead the allegation is against.